Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the implant procedure, this pacemaker was not able to be taken out of storage mode via the automatic lead detection when the right ventricular (rv) lead was connected. This device was not implanted and a second pacemaker of the same model was attempted; however, the second device was also not able to be taken out of storage mode when the rv lead was connected to the port. The second device was not implanted and a non-boston scientific device was then successfully implanted without any issues. No adverse patient effects were reported. Both pacemakers will be returned for laboratory analysis. The rv lead remains implanted and in service.